Event description:
It was reported that the patient's electrode was not inserted in the cochlea. The patient's internal device was explanted. The patient was reimplanted with another advanced bionics device. The patient will continue to be monitored by the center.